Event description:
Initial ((B)(6) 2021): this reportable incident received on the company's telephone refers to a male consumer who used the dentek comfort clean floss picks for teeth flossing. On an unreported date, the consumer attempted to use the device when the tip of the floss pick broke and the tip was accidentally swallowed. No injuries were reported. Meddra version 24.0. Expectedness: accidental device ingestion: unexpected. Device breakage: unexpected. According to the company reference safety information.